Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: reporter contact information was not available. Section h6: clinical and impact code corrected. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had massive lower gastrointestinal bleeding. The patient underwent a blood transfusion on (B)(6) 2024. Prothrombin times international normalized ratio (inr) was 2.3 iu. On (B)(6) 2024, activated partial thromboplastin clotting time (aptt) was 46 sec and platelet count (plt) was 29.2 ×104/l. The patient was on warfarin. It was noted that the patient had a history of lesions or disease at the site of bleeding, which promoted the development of bleeding (colorectal diverticulum).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6)2024, hemostasis was achieved via interventional radiology (ir), and the bleeding stopped. The plan was to continue discontinuation of aspirin and review the target inr value and set it lower.